Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system emitted beeping tones due to high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes and provided further troubleshooting options. During the follow up appointment, defibrillation threshold (dft) testing was completed and the shock impedance was decreased to 144 ohms. This system remains in service. No additional adverse patient effects were reported.